Event description:
It was reported by the customer that a pyxis medstation es system had tower door 2 storage space is failed and there is no option to recover storage space. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer manually fails the tower then recover each door. The field service engineer confirmed that no further issues was found. The system functioned as intended after the field service engineer troubleshooted the device.